Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-07249. It was reported that a rotawire fracture occurred. The 75% stenosed target lesion was located in the severely calcified and a moderately tortuous left anterior descending artery. A 1.50mm rotalink¿ plus and an unspecified rotawire were selected to treat the target lesion. During actuation test, the physician deflected the wire too much causing the rotawire to get torn. The physician then inserted a new rotawire into the burr but failed. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.